Manufacturer narrative:
The device was received. Investigation is not complete. The technology of the plum xld list #(B)(4) does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 1118, the device was programmed to deliver immunoglobulin h, at a rate of 50ml/hr, with a vtbi (volume to be infused) of 300ml, for a duration of 5 hrs and the delivery was started. It was reported the pt's family told the nurse that the delivery completed in 4 hrs instead of the intended 6 hrs as programmed. The customer contact reported the pt experienced a headache following the delivery and received an unspecified concentration of metamizole and acetaminophen. The device was removed from clinical use. Though requested, no add'l info was provided.